Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen. This event has been assessed as reportable after conducting a retrospective review of service records and is considered to be a late MDR.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its lcd touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.